Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. While positioning the pigtail catheter in the patient a thrombus was noted on the catheter. The was sheath and pigtail catheter were aspirated. The pigtail catheter was removed from the patient and the thrombus was no longer present in the patient. The procedure was continued and completed successfully with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. Post procedure when the patient woke up from general anesthesia they presented with a droopy face as a result of experiencing a cerebral vascular accident. A magnetic resonance imaging (MRI) was performed which showed that there was a thrombus present in the main cerebral artery. The patient had a procedure to remove the thrombus and is now alert showing no residual issues. The patient has experienced no other consequences as a result of this event and is expected to fully recover.